Manufacturer narrative:
Method and results: no product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported the infusion set cannula was bent and this resulted in elevated blood glucose of over 400 mg/dl. Target blood glucose is 100-150 mg/dl. No error messages were received on the infusion device. Patient removed the infusion headset and noticed the cannula was "bent over." Patient switched to a different type of infusion set and delivered over 200 units of insulin through the infusion device to decrease her blood glucose. Patient reported she wasted an entire box of infusion sets due to not inserting them properly. Patient was sent replacement infusion sets and an insertion device. Alleged infusion sets were discarded and were not requested to be returned for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. Follow-up was provided by the patient on (B)(6) 2011. She received the recall notification, and she advised she would continue to use the product until she finds a replacement infusion set that can be used with an insertion device. Patient was advised against doing this.